Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra 2 meter displayed the battery indicator on the meter display. The medical surveillance specialist contacted the patient to obtain/clarify information. The patient said the issue started about a week before contacting lifescan. In the day of event, the patient reportedly felt sweaty, clammy, froth, and began to black out in the afternoon. He says these symptoms are indicative of a hypoglycemic crash and that this has happened only once before. He ate a candy bar to bring his blood sugar back up. The day he had the symptoms he hadn't eaten much, and he was moving 80-pound boxes at his job in a hot plant. He thinks those are factors that may have contributed to his symptoms. He also took 23 units of novolog insulin before lunch, which is more than his usual 20 or 21 units. He takes 20 units of novolog in the morning, before lunch, and if his blood sugar is high before dinner. He increases the dose by 1 unit for every 50 mg/dl starting at 200 mg/dl. He also takes lantus in the evening. He says he needed to guess on the dose he took before lunch and that it may have been too high. Based on the information provided there was no misuse of the product. The patient stated that the meter would not power on when inserting the test strips and new batteries would not make the meter function. This complaint is being reported because the patient alleged he was not able to use his meter, needed to guess on his insulin dose, and suffered symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.